Manufacturer narrative:
The reported refurbished glidescope core 15-inch monitor was returned to verathon for evaluation along with two (2) glidescope core 2m quickconnect cables used during the reported event. A verathon technical service representative evaluated the returned devices but was unable to confirm the reported image quality issue. When connecting the reported monitor to verathon's test equipment, no imaging issues were observed. The monitor passed verathon's device functionality testing and confirmed to be within specification. Next, the returned cables were evaluated and they passed both visual inspection and device functionality testing. The laryngoscope used with the glidescope system was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor and both cables were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure, using a refurbished glidescope core 15-inch monitor, the picture was grainy with a white haze, making it difficult to visualize the patient's airway. The customer indicated that there was an unspecified delay due to the screen clarity; however, the procedure was successfully completed via direct laryngoscopy. No harm to the patient was reported.